Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/4/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer received the replacement product however customer is not at home.

Event description:
Consumer reported complaint for high blood glucose test results. Caller is calling on behalf of the customer. The customer is concerned with tests result obtained on (B)(6) 2019 of 259 mg/dl. The customer was also concerned the truemetrix air meter was reading erratic. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl and 107 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/29/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6). Unable to confirmed the bg result of 259 mg/d in the meters memory.